Event description:
The video system center was returned to the service center with a report of connection issues. This does not indicate a medical device reportable event. However, medical device reportable failure was found during testing at the service center. During inspection of the device, image loss was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to loose connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.